Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer initially struggled to reload the original cartridge but succeeded in loading a new one with guidance from technical support, which enabled the resumption of insulin therapy, thereby resolving the issue.